Event description:
Additionally, the healthcare professional reported injecting the patient in the cheeks with 2 ml of skinvive¿ by juvéderm®. The events began ¿about 5-6 weeks after treatment¿ at the injection site. The patient was treated with hyaluronidase and incision & drainage. Eight days later, another incision & drainage was performed. Nine days later, the patient was treated with hyaluronidase and kenalog.

Event description:
Healthcare professional reported, injecting a patient with skinvive¿ by juvéderm®. The patient experienced ¿3 lumps¿. One was poked and ¿pus¿ came out. Event is ongoing.

Manufacturer narrative:
Clarification to h.6:. Type of investigation code: the filler was injected into the patient. And is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.